Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise. The noise was oversensed and resulted in pacing inhibition. There was no asystole greater than 2 seconds observed, but there was also a drop in pace impedances seen. The rv lead was explanted and replaced with some removal difficulty. The lead was not tested via a pacing system analyzer. The cause of the observations is unknown. No additional adverse patient effects were reported.